Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the reporter: the black firing handle disengaged from the stapling unit. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.